Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument had a broken cable. The procedure was completed using a backup instrument with no patient harm, adverse outcome, or injury. The issue did not cause any delays. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the hospital¿s report did not indicate noticeable thermal damage or arcing during the procedure, and there was no indication of any kind of injury to the patient during or after the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps (mbf) instrument to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument intermittently passes the electrical continuity test at certain grip tips orientations. No thermal damage was found on the instrument. The instrument was also found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.